Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. The device history record (DHR) was reviewed to confirm the device met all inspection and testing requirements prior to distribution. Visual inspection of the distal tip of the inner shaft was broken off from the device. As the device was broken functional testing could not be performed. A review of the DHR supports that the device was unlikely to have been released from stryker with the reported failure mode. Therefore, the most likely root causes are the user applied too much force to the device or the arthroscopic shaver may have come into contact with staples, clips or another metal object, resulting in damage to the blade. Instructions for use (IFU): do not allow the arthroscopic shaver to come into contact with staples, clips or any metal object to avoid damage to the blade and possible patient injury. Careful handling of the instrument is necessary to avoid damage or breakage as a result of excessive force. Do not apply excessive pressure or ¿side-load¿ the blade during use. Side-loading does not improve the performance of the instrument, can dull the blade, and/or produce metal particulates. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported that during a procedure the tip of the shaver broke off in the patient. The broken tip was removed with a grasper. The procedure was completed successfully. There was no medical treatment or intervention and no adverse consequences associated with this event.